Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was diagnosed with septicaemia which was believed to have been caused by a full denture extraction procedure a few months prior. The patient was hospitalized, treated with IV antibiotics and explanted prophylactically. The patient has recovered without sequelae.